Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.

Event description:
It was reported that a user of the ilet experienced hyperglycemia after a steroid injection, with blood glucose reaching 401 mg/dl and remaining above range for approximately eight hours. Troubleshooting and education were provided, and the user was advised to bolus for breakfast as usual. Symptoms included no acute clinical effects such as loss of consciousness, dizziness, or diabetic ketoacidosis. Outcomes included no need for hospitalization, no professional medical intervention, no use of backup therapy, and no ketone testing. Investigation included complaint intake review and user counseling. Investigation of this case revealed no device malfunction reported and a temporal association with recent steroid administration, which is a known contributor to hyperglycemia. It was concluded that the event was consistent with hyperglycemia of unclear device-related cause and that the device appeared to function as intended based on available information. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.